Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, batt out limit, failed batt test alarms during testing. Unit had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and missing endcap sticker.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 500 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.